Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; explanted; give date: not applicable as the lens was removed and replaced within the initial procedure. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was removed and replaced within the initial procedure when the surgeon noticed both haptics were sheared off upon insertion. No additional information was provided.

Manufacturer narrative:
Based on receiving new information, the following fields have been updated accordingly. Age/date of birth: (B)(6). Sex/gender: female. Dr. (B)(6), health professional: yes, occupation: physician. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use(dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.